Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly while they were using it on a patient during transport. They were able to power the device back on and continue using it. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no additional patient information is available.